Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reported a pt with a poor clinical outcome. Pt records provided indicated this pt exhibited a decrease in bcva in the right eye following a custom prk procedure. Pre-op bcva was 20/20 and 1 month post-op bcva was 20/30+1. Ucva improved from 20/cf pre-op to 20/50-1. During the same time period, the cylinder increased by -2.25 diopters. Additional information has been requested.